Event description:
During an open long biopsy procedure. The device fired the original stapler and had tisue leak. Fired the reload, still had leakage at tissue site. Oversewed tissue with sutures. No pt consequence.